Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 181 mg/dl.